Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. An x-ray was taken with no dislocation noted; however, upon revision, it was found that there was partial displacement of the lead, and the helix did not retract completely. A new rv lead was successfully placed. Cardiac echography was performed to confirm that there were no further patient complications. The lead is not expected to return for analysis as it was discarded by the explanting facility.